Event description:
It was originally reported that the "connector connected to the IV set was leaking." During the investigation, it was confirmed that the leakage occurred immediately upon priming the set. No manipulation was done to the leaking unit.

Manufacturer narrative:
Examination of the returned device found more significant damage than was originally reported. One incomplete flotrac kit was returned for evaluation. The zero-stopcock and attached pressure tubings were not returned. Priming solution was visible inside the kit. Visual examination was performed under 10x and 20x magnification. As received, the zero-stopcock and attached pressure tubings were completely separated from flotrac housing bonded connection. Indications of uv adhesive were visible on the male luer of flotrac housing. It was not possible to determine if the uv adhesive was adequately applied or completely cured because the separated stopcock was not returned for evaluation. Even if the bond separated during handling after the event, it should not separate; therefore, this is considered to be related to the manufacturing process. An investigation was opened to determine if corrective actions are needed.